Event description:
Caller alleged discrepant inratio precision results. Results as follows: date (B)(6) 2013, inratio 1.1, re-test 1.3, re-test 2.2. Initial test and 1st re-tet were performed minutes apart, 2nd re-tst was performed about an hour later. Patient self tester used the same finger for initial 1st and 2nd re-test. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.